Event description:
It was reported that high out of range shock impedances over 400 ohms were noted on this electrode. Troubleshooting assistance was requested from technical services (ts) this investigation will be updated when further information becomes available. This electrode remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances over 400 ohms were noted on this electrode. Troubleshooting assistance was requested from technical services (ts) this investigation will be updated when further information becomes available. This electrode remains in-service at this time. No adverse patient effects were reported. Additional information was received. Technical services (ts) provided a review of device data. At this time, no indication of device integrity issue was noted, however an electrode integrity issue is suspected. Ts recommended an xray for further troubleshooting. This s-ICD system remain in-service at this time. No adverse patient effects were reported.